Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual comments and observed conditions: cable: no visual defects identified; no problem found. Functional evaluation: device ar-8330h, s/n (B)(6) was subjected to functional testing per wi-000100858. The device was tested with a known good shaver console unit (scu) and passed all performance requirements and functioned without any issues. Specifically, collet function testing did not find any issues related to attachment/burr connection and functioned appropriately. In reference to the customer's complaint, "ar-8330h shaver hand piece was damaging burrs while in use;" since investigative findings were not able to replicate the customer's complaint, the complaint will be considered not confirmed.

Event description:
On 06-mar-2026, it was reported by a sales representative via (B)(4) that an ar-8330h shaver hand piece was damaging burs while in use. It was replaced with another hand piece and that one worked perfectly. The case was completed without any effect to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.